Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the customer stated that controls failed for the elecsys vitamin d assay (vitd) on the cobas 6000 e 601 module (e601). The customer calibrated the assay, then repeated controls. Controls were within range. The customer stated that they were going to repeat an unspecified number of patient samples. On (B)(6) 2018, the customer stated that controls were outside of range for 2 reagent packs. When re-calibrated, the issue was resolved, but then later controls would be outside of range again. The last performed calibration had errors. The customer provided data for 17 patient samples that were affected. Of these, 13 had erroneous initial results that were reported outside of the laboratory. The repeat results from these samples were believed to be correct. Refer to the attachment for the patient data. The patients were not adversely affected. The vitd reagent lot number was 255974. The reagent expiration date was asked for, but not provided. The customer was not sure if liquid flow cleaning maintenance was actually taking place on the analyzer. The customer set up this maintenance with automatic weekly maintenance actions in the instrument software, but it did not appear that the liquid flow cleaning reagent was decreasing in volume. The customer stated that other users notice the volume decreasing if the maintenance is performed manually. The instrument software indicated that the liquid flow cleaning was run on (B)(6) 2018, which coincided with their weekly maintenance date. The field service engineer determined that there was a possible flow path issue. He ran the flow path cleaning manually and automatically. Calibration and controls were run; these passed.

Manufacturer narrative:
Calibration data from the (B)(6) 2018 and prior are within specifications. Quality controls were outside of range on (B)(6) 2018 between 5 a.m. And 3 p.m. Controls were ok after 3 p.m.. The investigation was unable to find a definitive root cause.